Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Corrected information noted purulent loss of the eye requiring an evisceration and the placement of a prosthesis. The extrusion of the implant contributed in the endophthalmitis by creating a direct entryway for the germs to filtering bleb and then to the anterior chamber of the eye.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported extrusion of the left eye after 2 years against the xen®45 gts. Patient was treated with vancomycin, vancomycin+ ceftazidime, topical antibiotics eye drops of piperacillin, gentamicin, vancomycin and then change over to monox, rifamycin, ciloxan. Hypotonic agents such as diamox IV and ganfort, grimonidine, dualkopt og with methylprednisolone. The device has been explanted and replaced with another xen. The explanted device has been sent in to lab for evaluation.

Manufacturer narrative:
The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an endophthalmitis in the unknown eye after 2 years of implant against the xen®45 gts.